Event description:
It was reported that t-wave oversensing (twos) was exhibited with the patient's right ventricular (rv) lead. Reprogramming was performed for lead sensitivity, which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.